Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the eval.

Event description:
Info was received that reported a pt was hospitalized due to diabetic ketoacidosis. The pt's blood glucose began running high the evening and he was vomiting. The next morning he was over 500 and he was admitted to the hosp. The reporter states the pump gave no alarms or alerts and appeared to be operatiing correctly. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incident, but as of the date of this report had not been returned for eval.